Manufacturer narrative:
(B)(4). There was no reported device malfunction associated with the clip delivery system (cds) and the device was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypotension, cardiac perforation (atrial perforation), cardiac tamponade and pericardial effusion are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The investigation concluded that the reported patient effects were related to procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: the injury resulting in cardiac tamponade was from a perforation in the free wall of the left atrium. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the cardiac tamponade that occurred during the mitraclip procedure and the intervention required. It was reported that the imaging quality was suboptimal and three attempts were made to perform the transseptal puncture. The first mitraclip was implanted reducing the mitral regurgitation grade from 4 to 2. A second clip was inserted, but when it grasped the leaflets, mitral stenosis was noted with a gradient pressure of 10 mm hg; therefore, the second clip was not deployed. Five minutes after the mitraclip devices were removed from the anatomy, the physician noted cardiac tamponade and a drop in blood pressure. Pericardiocentesis was performed. Thirty minutes later, the pericardial effusion stopped. The patient was transferred to the intensive care unit. The mitraclip delivery system is suspected to have caused the perforation. No additional information was provided.